Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain') and uterine haemorrhage ('aub') in a 31-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included fibromyalgia, pap smear, prolonged heavy periods, difficulty in walking, vaginal discharge, dizziness, gastrointestinal disorder, other disorders of intestine, hypertension and heart disease, unspecified. Previously administered products included for an unreported indication: effexor. Family history included colon cancer and ovarian cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced mood swings ("mood swings"), 10 days before insertion of essure. In (B)(6) 2009, the patient experienced depression ("depression") and fibromyalgia ("fibromyalgia"). In (B)(6) 2009, the patient experienced amnesia ("neurological conditions or problems type:memory loss,") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines/ they got worse after essure"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type:bloating,"), abdominal pain ("abdomen pain"), abdominal pain upper ("right quadrant pain") and back pain ("back pain"). The patient was treated with surgery (laparascopic assisted vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension had resolved, the uterine haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, nausea, tooth disorder, amnesia, feeling abnormal, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, abdominal pain upper and back pain outcome was unknown and the depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, alopecia, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the number of coils protruding into the uterine cavity were noted to be 3 on the right and 5 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: clinical information abnormal uterine bleeding, adenomyosis diagnosis: uterus and cervix with bilateral fallopian tubas, hysterectomy with salpingectomies: cervix: focal hyperkeratosis consistent with chronic irritation . ¿ uterine corpus: proliferative endometrium. R fallopian tubes: normal cytoarchitecture. Gross examination: the specimen is received in formalin and labelled s uterus, right and left fallopian tube, consists of 130gm , 11.5 x x6.5 x 5 cm previously opened uterus with attached cervix. Two fallopian tube segments are separate. The fallopian tube segments are not designated right or left. The larger segment measures 4 cm in length and 0.5 cm in diameter. The smaller segment measures 2 cm in length and 0.4 cm in diameter. Ultrasound pelvis - on (B)(6) 2014: the uterus is normal measuring 8.9 cm in size. Both ovaries are normal. Impression: unremarkable transabdominal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal discharge, depression, migraine, headache, abnormal uterine bleeding and following event was described in patient's medical record: device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical records received. Reporter information added. Patient demographic information updated. New events added from pfs: mood swings, abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse), depression, fibromyalgia, bladder disorder or urinary disorder, migraines / headaches, aub, adenomyosis, nausea, dental problems, memory loss, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, hair loss, abdomen pain, right quadrant pain, back pain. Event added from medical record-she did not undergo essure confirmation test. Other relevant history and lab data updated. Product indication added. Essure start date and stop date updated. Essure lot number was added. Outcome of event pelvic pain was changed from "unknown" to "recovered/resolved". Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain') and uterine haemorrhage ('aub') in a 31-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included fibromyalgia, pap smear abnormal, prolonged heavy periods, difficulty in walking, vaginal discharge, dizziness, gastrointestinal disorder, other disorders of intestine, hypertension and heart disease, unspecified. Previously administered products included for an unreported indication: effexor. Family history included colon cancer and ovarian cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced mood swings ("mood swings"), 10 days before insertion of essure. In (B)(6) 2009, the patient experienced depression ("depression") and fibromyalgia ("fibromyalgia"). In (B)(6) 2009, the patient experienced amnesia ("neurological conditions or problems type:memory loss,") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines/ they got worse after essure"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type:bloating,"), abdominal pain ("abdomen pain"), abdominal pain upper ("right quadrant pain") and back pain ("back pain"). The patient was treated with surgery (laparascopic assisted vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension had resolved, the uterine haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, nausea, tooth disorder, amnesia, feeling abnormal, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, abdominal pain upper and back pain outcome was unknown and the depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, alopecia, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the number of coils protruding into the uterine cavity were noted to be 3 on the right and 5 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: clinical information abnormal uterine bleeding, adenomyosis diagnosis: uterus and cervix with bilateral fallopian tubas, hysterectomy with salpingectomles: cervix: focal hyperkeratosis consistent with chronic irritation . ¿ uterine corpus: proliferative endometrium. R fallopian tubes: normal cytoarohitecture. Gross examination: the specimen is received in formalin and labelled s uterus, right and left fallopian tube, consists of 130gm , 11.5 x x6.5 x 5 cm previously opened uterus with attached cervix. Two fallopian tube segments are separate. The fallopian tube segments are not designated right or left. The larger segment measures 4 cm in length and 0.5 cm in diameter. The smaller segment measures 2 cm in length and 0.4 cm in diameter. Ultrasound pelvis - on (B)(6) 2014: the uterus is normal measuring 8.9 cm in size. Both ovaries are normal. Impression: unremarkable transabdominal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal discharge, depression, migraine, headache, abnormal uterine bleeding and following event was described in patient's medical record: device monitoring procedure not performed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.